Manufacturer narrative:
Additional information received from customer on (B)(4) 2009: customer woke up feeling better on (B)(6) 2009; she decided to buy an over the counter cream (name not informed); customer called a doctor on (B)(6) 2009. Doctor informed that if it is a skin irritation, it will go away by itself, as long as there is no infection.

Event description:
Customer informed that she used lifestyles skyn condoms for the first time and had a severe burn sensation / irritation. Her partner (not allergic to latex) had a burning sensation as well (not severe). She stated that no lubricants were used with the condom.